Manufacturer narrative:
H3 other text: remote support provided.

Event description:
This report is based on information provided by the customer and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that there was a pacer module error. Remote support from the customer care solution center was received, during which system tests were performed. From the error history, it was determined the functional check had been performed incorrectly. It was determined that this was not a malfunction, but an issue caused by user error. The functional check was performed correctly resolving the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was attributed to user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The functional check was performed correctly resolving the reported issue.. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.